Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the explant took place on (B)(6) 2021.

Manufacturer narrative:
Date of event is unknown. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention took place with the plan to reposition the ipg. However, the blood work showed high white blood cell count and patient had low grade fever. Hence, the entire system was explanted due to possible fever. The date of explant is unknown.